Event description:
The patient stated that she was hospitalized last year after having a problem with her insulin pump. She stated that her blood glucose elevated because she couldn't use her insulin pump. The patient thought she would be able to make it home to treat her blood glucose, but ended up going to the hospital instead. The patient was off of the unit for two hours prior to the hospital visit. The patient stated that her insulin pump has already been replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.